Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, a loud sound was heard when using the stapler during side-to-side anastomosis and the firing stopped midway. Upon checking, a broken part of the cartridge was found in the intestinal tract (purple cartridge broken piece). The stapling part was reinforced with suture.